Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the moderately calcified left anterior descending artery. A 32x2.50mm promus premier drug-eluting stent was advanced to treat the lesion. However, the device could not cross the lesion due to calcification and the stent got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 32 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the mid-section t stent strut rows, with stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed; and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the tip showed no signs of damage. A visual and tactile examination found a multiple hypotube kinks across several locations of the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the moderately calcified left anterior descending artery. A 32x2.50mm promus premier drug-eluting stent was advanced to treat the lesion. However, the device could not cross the lesion due to calcification and the stent got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.